Event description:
It was reported that: "repeat event: sudden detachment in the microcatheter." Incident report form submitted for this complaint indicates that no patient injury was sustained. 01dec2023, additional information provided by the issuer - "the coil was retrieved with the snare (amplatz goose neck microsneare)."

Manufacturer narrative:
Balt USA reference #(B)(4). Investigation results pending return of the suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "repeat event: sudden detachment in the microcatheter." Incident report form submitted for this complaint indicates that no patient injury was sustained. (B)(6) 2023, additional information provided by the issuer - "the coil was retrieved with the snare (amplatz goose neck microsneare).".

Manufacturer narrative:
Balt USA reference #(B)(4). The returned device was inspected in our quality laboratory. During our analysis: - we observed upon return of the coil system, the implant coil was detached from the delivery pusher and the introducer sheath was not return; - we observed no visual damage to the detachment zone with the pet jacket, lead wires and solder joints intact; - we observed multiple minor kinks along the hypotube; - we noted after performing destructive testing, the sr thread within the body coil was found broken and opaque in color. Root cause of the reported issue can likely be attributed to an overload of tensile stress endured by the implant coil. Upon return of the coil system, the delivery pusher was found with the implant coil detached with no visual signs of a detachment cycle being conducted. It was reported that the implant coil became detached from the delivery pusher within the microcatheter. The returned delivery pusher was analyzed and revealed to show signs that excessive tensile stress was exerted on the sr thread as well as the body coil of the delivery pusher. It is likely that this excessive tensile stress was endured by the implant coil when the user was attempting to track the coil system through the microcatheter. It is possible that if the implant coil were to have become damaged, this could have led to the implant coil encountering friction, and ultimately leading to the premature detachment of the implant coil. If the microcatheter were to have become damaged or kinked during the procedure, this could have caused excessive friction to be encountered by the implant coil, ultimately leading to the reported issue. The delivery pusher was returned with kinks along the hypotube, however the exact timing and cause of this damage could not be determined. It is indicated in the lhr that the unit underwent 100% inspection which verifies that the coil system was free of damage at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230200189 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.